Manufacturer narrative:
The cause of the surgeon's complications cannot be determined. This complaint captures a product enhancement recommendation for improved ergonomics of the ssc. .

Event description:
It was reported that during a da vinci assisted procedure, the surgeon mentioned the surgeon side console (ssc) had poor ergonomics. The surgeon stated he ended up with a herniated disc, has back pain, and it is uncomfortable as you are bending your neck. During follow up with the surgeon, he stated he has had several medical issues directly related to the console ergonomics including lumbar disk herniation, neck pain and extensor tendonitis (elbow). He believes the view finder needs to extend further towards the surgeon at the ssc so the user can sit up straight rather than looking down at their hands. Additionally, he stated the surgeon should be able to sit or stand.